Manufacturer narrative:
The dates of the events are unknown; however, according to the article, the study period was from december 2011 to february 2015. For this reason, the first day of the reported study period (01-dec-2011) was used as the occurrence date. It is unknown if a sapien or sapien xt valve was implanted. The PMA numbers are p110021 for sapien and p130009 for sapien xt. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication device malfunctions contributed to the adverse events. There is insufficient information to confirm the cause of the reported events. However, patient factors (history of pre-existing conduction disorders) in addition to the mechanism explained in the technical summary mentioned above are likely contributing factors for the third-degree av blocks. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Per the article ¿imaging-based predictors of permanent pacemaker implantation after transcatheter aortic valve replacement¿ 114 consecutive patients who underwent tavr with the edwards sapien or sapien xt valve from december 2011 to february 2015 at one institution were examined. During the study period, 9 patients developed third-degree av block and received a permanent pacemaker (ppm) after tavr. Article reference: ¿routh, jared m., lee joseph, brodie r. Marthaler, and prashant d. Bhave. "Imaging-based predictors of permanent pacemaker implantation after transcatheter aortic valve replacement." Pacing and clinical electrophysiology 41, no. 1 (2018): 81-86.¿

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Four manufacturer reports are being submitted for this article. Please reference related manufacturer report numbers: 2015691-2019-00320, 2015691-2019-00321, 2015691-2019-00322, 2015691-2019-00323.